Event description:
On (B)(6) 2008, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a non-gore stent graft (zenith). On an unknown date in (B)(6), 2014, a type b dissection was observed and it became aneurysmal. On (B)(6) 2015, a non-gore stent graft (valiant) and a gore® tag® conformable thoracic endoprosthesis were implanted to treat only the descending aortic aneurysm. The gore® tag® conformable thoracic endoprosthesis was implanted distally. On (B)(6) 2021, a non-gore stent graft (najuta) was implanted because the arch aortic aneurysm was enlarged. On (B)(6) 2021, as the above the renal artery became aneurysmal, cmd (custom made device, details unknown, probably stent graft), gore® viabahn® vbx balloon expandable endoprostheses, a gore® viabahn® endoprosthesis and a stent (express) were implanted. Recently (unknown date), a distal type I endoleak from the gore® tag® conformable thoracic endoprosthesis and the descending aortic aneurysm enlargement (the aneurysm became 83 mm but the baseline was unknown) were observed. The right common iliac artery was dilated to 36 mm (baseline was unknown) due to the leg of the non-gore stent graft (zenith) moving into the aneurysm. On (B)(6) 2023, a gore® tag® conformable thoracic stent graft with active control system and two gore® excluder® aaa endoprostheses (artic extender endoprostheses) were implanted to treat the distal type I endoleak. Also, a gore® excluder® aaa endoprosthesis (contralateral leg endoprosthesis) and a gore® propaten® vascular graft were used to treat the migration of the non-gore stent graft (zenith) leg.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.